Event description:
It was reported that this tactra malleable penile prosthesis deformed in the middle portion of the cylinders due to an anomaly in the device support rod, resulting in a lack of stability for adequate sexual activity. The physician planned a surgery to replace the device. There were no patient complications reported.